Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02209.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coils and pod packing coils (podj). During the procedure, while attempting to advance an initial ruby coil through the non-penumbra microcatheter, the physician encountered resistance and decided to remove the coil. The physician then placed additional coils into the patient using the same microcatheter. While attempting to advance a new podj as the last coil in the procedure, the physician encountered resistance again. Therefore, the podj was removed and the procedure was completed by injecting gel foam. There was no report of an adverse effect to the patient.